Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-02415. This patient has two 3149 leads and two 3166 leads. It was reported that the patient's lead had invalid impedances. As a result, the patient underwent surgical intervention to have their scs system replaced. Effective therapy has been restored. It is unknown which lead had invalid impedances; therefore all possible lots are being reported.